Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of atrial arrhythmias resulting in false termination of atrial tachycardia/ atrial fibrillation (af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.